Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the working length/distal tip was twisted. The initial tip orientation met the orientation specification of between 9:00 am and 2:00 pm. Also, the orientation of the distal tip could be adjusted left or right by rotating the handle. A functional evaluation found that the device would bow past 90 degrees which meets the bowing specification of 90 degree minimum. The exposed cut wire was found to be intact. There was no bending in the working length or exposed cut wire. The condition of the returned device was not consistent with the complaint that the device was bent. The evaluation found no bending along the working length or the exposed cut wire. The complaint was not confirmed.

Event description:
It was reported to boston scientific corporation that an hydratome rx sphincterotome was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, the device was noted to be severely bent upon removal from the packaging. No visible damage was noted to the packaging. The procedure was completed with an autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an hydratome rx sphincterotome was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure.according to the complainant, during preparation, the device was noted to be severely bent upon removal from the packaging. No visible damage was noted to the packaging. The procedure was completed with an autotome rx sphincterotome.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.